Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A maude event report, (B)(4) was received from the FDA. A hemodialysis inpatient user facility reported via a voluntary medwatch that during treatment a blood leak occurred. The leak was visually observed in the extracorporeal area of dialyzer and the machine alarmed. Estimated blood loss has not been provided by the facility. There was no harm to the patient and no medical intervention was required. Sample has not been returned to the manufacturer.